Event description:
When the dr inserted the introducer, the sleeve wrinkled and he could not further advance the introducer into the pt. He removed the introducer and found that the introducer sleeve was completely wrinkled and noted some tear. He felt that the introducer could not be used again. A baird introducer kit was used to complete the placement.